Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that one of the patient's leads was too close to the surface of the patient¿s skin and it was poking and causing discomfort to the patient. The patient underwent a revision procedure. No device malfunction was suspected by the physician. The patient was doing well post operatively.